Manufacturer narrative:
The device was evaluated and as stated in section b5, inspection found objective lens adhesive has come loose and the adhesive part of the bending rubber is chipped. Based on device evaluation, the reported issue was confirmed. The root cause of the reported issue cannot be conclusively identified. Based on investigation, probable cause was due to component failure, due to some kind of stress such as damage or deterioration of parts, environment problem like as dust/dirt/humidity expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection the adhesive part of the objective lens has come loose and the adhesive part of the bending rubber is chipped. There was no patient involvement in this reported event.